Event description:
It was reported to boston scientific corporation that an rx cytology brush was used during a procedure performed on (B)(6) 2013. According to the complainant, during the procedure, after the device had been inserted into the patient, when the physician attempted to hold the handle, the handle detached. It was reported that the physician did not apply any excessive force, but the handle came off very easily. The procedure was continued with this device without the handle by holding the handle cannula to actuate the device. The handle cannula became bent in the process of using the device; it was not bent when the handle came off. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed reportable based on the investigation finding: brush bent.

Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found that the orange thumb ring was detached and the handle cannula was bent 3.2 cm from the proximal end. The brush was bent 2.5 cm from the distal tip (adjacent to the proximal end of the bristle). The working length was kinked in several locations throughout. Paint was scraped/peeled off of the blue band at the distal end of the catheter. Functional evaluation found that when the handle was actuated using the handle cannula, much resistance was encountered due to the kinks in the working length. The brush could extend and retract fully with much effort. Review and analysis of all available information indicated the most probable root cause for this event was operational/physiological context. Most likely due some operational or anatomical aspect of the procedure, the working length (catheter and wire) became kinked. Once the working length was kinked, the wire would not move when the handle was actuated. This can cause the handle cannula to break. A search of the complaint database revealed that no other complaints exist for the specified lot. The device history record review found the device met all manufacturing specifications.